Event description:
It was reported during the catheter insertion process, after connecting the pressure relief sleeve, there was no fluid flow. The operator successfully inserted the catheter, but after connecting the pressure relief sleeve, it was found that the passage was not smooth. Despite repeated adjustments, infusion and aspiration were still not possible. To meet the patient's infusion needs, the catheter was removed and reinserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to aspirate was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr sl groshong nxt catheter. The catheter was received with the two-piece connector assembled with the catheter. A functional flow test was conducted using water and a 12ml syringe and it was determined that the sample aspirated as intended and was patent to infusion. The groshong valve opened as intended and ultimately the complainant event was not reproduced. No condition was observed which would have prevented normal function of the groshong valve. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. This complaint will be recorded for future trending and monitoring purposes.